Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, despite maximum outputs in both unipolar and bipolar configurations. It was further reported that a lead alert was received for high impedances, though high impedance was not observed when the lead was checked. The lead was inactivated, and a replacement procedure was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the rv lead exhibited loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead had dislodged. The lead was subsequently explanted, and no patient complications have been reported as a result of this event.